Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. The service agent observed a loose battery pin. After tightening the battery pin and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to a loose battery pin, which caused the device to unexpectedly loose power. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power. There was no patient use associated with the reported event.